Event description:
Customer stated that they tested with the freestyle meter on their finger last night and got a reading of 147 but stated that they felt like they were having symptoms of low blood sugar. Customer consulted with the medical personnel on staff at their place of residence and they did a test with an unknown meter which gave a result of 43 from the finger. The medical staff treated the customer with orange juice.